Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called to report recurring recoverable fault 23138 on universal surgical manipulator (usm4). The technical support engineer (tse) advised that a hard power cycle could be attempted to resolve the issue but stated that this might not be a permanent solution. Multiple occurrences of fault 23138 were confirmed in error logs by tse. Subsequently, the customer called back, and tse guided them through performing a hard power cycle on the system. After the power cycle, the fault persisted upon system power up. Tse explained possible next steps, including either continuing to troubleshoot the fault or disabling the usm, and left the decision with the surgical team. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm4) due to error 23138. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the usm4 for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained. The root cause of error 23138 points to hall edge to edge fault on usm4, axis 3. This indicates that a motor encoder is loose and moving while the motor is stationary or that the hall signal is frozen or disconnected.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm4) was returned for failure analysis, and the reported error was confirmed but not replicated. In system logs, the 23138 error was found indicating hall edge to edge fault on the usm axis 3, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a patient side cart fixture test platform (pftp) where all relevant testing passed within specification. The unit was installed onto a golden system where the component functioned as expected. Once testing was completed, the usm insertion axis was inspected, and no faults could be identified. The complaint was confirmed based on failure analysis. The probable root cause is attributed to communication errors resulted from transient insertion components (hall board, chipencoder virtual absolute (cva) board, cva disk, and fiber cable) located on usm. This issue can be resolved by replacing the usm or disabling the affected usm to complete the procedure.

Event description:
Refer to h11 for follow-up information.